Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failure to cut without cautery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: correction: sections h7 and h9.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an attempt was made to excise the tissue without cautery but it was not successful. Once cautery was applied, the snare worked as indicated and the tissue was excised. Reportedly, there were no other issues noted with the device. The original device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an attempt was made to excise the tissue without cautery but it was not successful. Once cautery was applied, the snare worked as indicated and the tissue was excised. Reportedly, there were no other issues noted with the device. The original device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.